Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the set screw was twisted tight and the setscrew cap was broken off, as designed, but was not captured by the setscrew breakoff driver. The setscrew cap was discovered during post-surgical x-ray evaluation. The patient was returned to the operating room approximately 1 week later to remove the setscrew cap.

Manufacturer narrative:
(B)(6).(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.